Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Prior to the hospitalization, the customer wore the insulin pump the entire day without realizing that there was no battery in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.